Event description:
Bowel injury treated with antibiotics and temporary diverting colostomy.

Manufacturer narrative:
The code was selected with "other" meaning that the training, inspection, lot records, etc. Were evaluated. Trans1's investigation shows no evidence of the product failing to meet its specification. The investigation did reveal some conditions in the patient's medical history, had they been disclosed to the surgeon, that may have contraindicated the pt for treatment with axialif. These conditions were chronic pid and diverticulitis that the pt did not disclose to the surgeon until after the surgery. It is also of note that the pt did not complete the prescribed bowel prep prior to the surgery.